Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure name of initial surgical procedure? If this was a ventral or diaphragmatic hernia repair is the customer aware that this is a contraindication of the securestrap device on diaphragm tissue? What were current symptoms following the index surgical procedure? Onset date of each? Other relevant patient history/concomitant medications product lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? Are any photos available via e-mail? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a double hernia repair procedure on (B)(6) 2017 and the absorbable straps were used for fixation. The patient was readmitted after collapsing upon departure from the hospital three days' post-op and underwent an emergency surgery because the absorbable straps used in initial procedure caused trauma to the heart after migration through the diaphragm. A scan was performed, a chest cavity was opened and a lot of trapped blood was found in the chest space. The source of the bleeding was trauma to the pericardium from fixation device that had come up through the diaphragm. The absorbable straps were removed, blood drained and the patient stabilized. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was received: the patient demographic info: age, weight, bmi at the time of index procedure normal weight. Age 70. Name of initial surgical procedure? Laparoscopic repair of hiatus hernia, nissan fundoplication and costodiaphromatic hernia repair. If this was a ventral or diaphragmatic hernia repair is the customer aware that this is a contraindication of the securestrap device on diaphragm tissue? Cannot be answered. What were current symptoms following the index surgical procedure? Collapsed 3 days post op. Onset date of each? Primary surgery (B)(6). 2nd operation (B)(6) - chest opening for cardiac tamponade. Excision tip of 6 hooks from inside the pericardium. Other relevant patient history/concomitant medications nothing relevant. Including medicines. Product lot number? Not available. What is physician¿s opinion as to the etiology of or contributing factors to this event? Use of straps against the diaphragm. Are any photos available via e-mail? Nz privacy laws does not allow photos to be provided. What is the patient¿s current status? Uneventful recovery from 2nd procedure. Additional information.